Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customers blood glucose was 282 mg/dl at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.